Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported experiencing pain at the region of the anchor used with the scs lead. During the revision procedure, the leads could not be fully re-inserted into the closed loop stimulator (cls) so the scs system was replaced.

Manufacturer narrative:
The original anchors were not returned for analysis. Temporary or persistent post-surgical pain at hardware implantation sites requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the manufacturer's instructions for use (IFU). The cls and leads were also returned for analysis which could not confirm the cause of the difficulty inserting the leads into the cls during the procedure. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.